Event description:
The biomed technician called baxter technical service on 11/20/09. The technician reported an as50 pump that alarmed l000018 during infusion of propofol to a patient causing an interruption of therapy to the patient. On 1/13/10, the technician reported the medication being infused was propofol. The pump was replaced and patient's therapy continued. The customer reported, there was no patient incident or injury occurred. No additional information is available.

Manufacturer narrative:
(B) (4). The device will not be sent to baxter for evaluation. The baxter technician advised customer that device has defective strain gauge, per service manual mechanical drive assembly should be replaced. The customer reported device will be repaired at their facility.